Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device and it was observed that the gear was blocked, seized, and rough running. It was further noted that the cone sleeve did not connect with the machine pins and was loose and the device did not connect with trauma recon system. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the reciprocating attachment device had an unspecified defect. During in-house engineering evaluation it was observed that the gear was blocked, seized, and rough running. It was not reported if the device was used in surgery, or if there was patient involvement. It was reported that there were no delays to a scheduled surgical procedure. It was not reported if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.